Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could contribute to the complaint issues were observed. The complaint issues were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxw150 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Due to complaints of distance vision not being crisp, 10 pt near vision (nv), nighttime halos, and safe nighttime driving, the iol was explanted in a secondary surgical procedure. The explanted iol was replaced with a zct150 24.5 iol. There was no incision enlargement, no suture(s), no vitrectomy, no medical attention, and no medication prescribed (outside of standard care). Device directions for use were followed. Patient outcome post-lens exchange was reported as fully recovered. No further information is available.